Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Additional information: a sample was not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined.

Event description:
A customer reported to baxter corporate product surveillance (cps) for an unknown quantity of vial mate adaptor in which leaking was detected. There was no patient involvement, injury or adverse event reported. No further information is available at this time. No additional information is available.